Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited fibrin and red cell hang-up after processing resulting in blockage of the instrument pipettes and possible error in results. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2026-00052 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited fibrin and red cell hang-up after processing resulting in blockage of the instrument pipettes and possible error in results. There was no health impact or consequences reported.